Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. A general reagent problem could be excluded because the quality control results were acceptable. There was no product problem identified.

Event description:
There was an allegation of questionable creatinine jaffe gen.2 results from the cobas c 503 analytical unit. The initial result was 2.81 mg/dl, which did not align with the patient's clinical profile. The doctor contacted the laboratory and asked to repeat the test. On (B)(6) 2025, the same sample was repeated, and the result was 1.75 mg/dl.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.